Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope where they fell and hit their head. A remote interrogation was performed and boston scientific technical services (ts) reviewed the data. Ts found no episodes stored on the implantable cardioverter defibrillator (ICD), thus the cause of the syncope remained unknown. The ICD remains in service and no additional adverse patient effects were reported.